Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited water supply volume due to nozzle clogged and foreign objects in air water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the most probable cause of the complaint is cause traced to component failure and failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.